Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, from the facts obtained from the investigation, we presume that failure of the lock lever of the video connector, the phenomenon (the image sometimes goes down) occurred. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, during the device inspection. That the camera port on the visera elite video system center was loose. And the image occasionally dropped out. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.